Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the keypad buttons required multiple presses to elicit a response. The reporter noted damage to the keypad and worn symbols and alleged that the response issues occurred before the damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad button symbols were found to be worn and were illegible. The keypad was found to be peeling off of the base. The keypad buttons were found to be responding properly to presses. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the complaint, the display lens was found to be cracked at the edges.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.